Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with her backup plan. Troubleshooting was not performed. The customer was neither in the emergency room, nor admitted into hospital. The customer stated that she was not able to d/c the reservoir from the transfer guard. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs performed manual inspection and found snap-caps detached from reservoir¿s barrel and found snap-caps attached to transfer guards. Unable to verify snap-caps and transfer guards dimensions. The correct information has been included with this report.